Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. The lot number provided by the field representative does not align with the catalog provided, therefore, device and complaint history records could not be reviewed as a valid lot code was not provided and could not be obtained. Sgt was reviewed for potential causes: choose a cage that is equivalent to the final trial height or final distractor used. The implant sizing is based on the fit and feel of either the final trial or distractor. Implant height should not be oversized. Precaution: do not twist, cantilever or rotate to achieve final position. This may result in damage to the implant. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker. If devices and / or additional information become available, this investigation will be reopened. Due to no product return and insufficient information received the root cause could not be determined conclusively.

Event description:
It was reported that a tritanium pl cage fractured intra-operatively. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that a tritanium pl cage fractured intra-operatively. The procedure was completed successfully without surgical delay.